Event description:
While deploying coil, it seemed to be expanded, requiring removal and a second procedure. Physician examined other coils and found some expanded and others still coiled. Requested notification of the company.